Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited fluctuating pacing impedances on the right atrial (ra) channel. The impedances had never been out of range and all other measurements were stable. The physician elected to continue monitoring the system. The ra lead is a competitor's product. This ICD remains in service. No adverse patient effects were reported.